Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of 2 high blood glucose incidents of 500 mg/dl and 530mg/dl. Customer indicated that the infusion set was changed and their blood glucose level was fine and treated with a manual injection. Customer also indicated that a insulin flow blocked alarm was received but then the device was re primed and worked after that. Troubleshooting explained the alarm and advised customer to follow up with the helpline if any further assistance was necessary.